Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the right eye prior to completion of light treatments due to the patient wanting "more range" in the right eye after the first light treatment.